Manufacturer narrative:
The reported observation of ¿the generator needs to be replaced¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Overall longevity 2.1 up to 3.6 years; the total stimulation on time was 2.56 years, which aligns with the longevity estimates above suggesting the device had normal battery depletion to the end of life.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator (ipg) had wireless communication issue. The ipg had possible prematurely depleted which the physician attributed to the use of the higher parameters. The device was explanted, and a new device was implanted as a result to resolve the issue. Patient was stable.